Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by patient that the patient's pulse was in the 20-30 beats per minute range. Follow up was conducted and the patient has not been seen at the clinic since this report. The device remains in use. No further patient complications have been reported as a result of this event.